Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to procedure, diagnostic imaging was performed and revealed left ventricular (lv) lead had dislodged. The lv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.